Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, that the oxygenator was not removing co2 quick enough or that o2 transfer was not keeping up. The perfusionist had indicated this occurred in multiple occurrences. No information was provided about event details including impact to patients, product lot information or pump records. No consequences or impact to patient. Product was not changed out.

Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. (B)(4).